Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed, however, the native valve was reported to be severely calcified. It is likely that this caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), after deployment of a sapien valve in a severely calcified native valve, moderate pvl was noted on tee. The decision was made to implant a second valve. Bav was performed with a 22 x 5 zmed ii balloon. The patient's pressure remained low. A 23 mm sapien valve was deployed under rvp in a 40/60 ventricular final position. The patient's pressure never returned and CPR was initiated. A balloon pump was inserted and a pericardial effusion was noted on tee. The decision was made to open repair the perforation and effusion. Once the patient was stabilized a moderate pvl was noted on tee. The decision was made to implant a second valve. The second valve was prepped, inserted and positioned in the first valve. Under rvp the valve was deployed superior to the first valve. Under tee no pvl or central leak was noted and the patient's bp remained above 110mmhg systolic. Surgical closer of the sternotomy was performed and the patient was transported to the ICU in stable condition. Additional information reveals that the physician felt the root cause of the patient decompensation was the wire perforating the ventricle.